Event description:
The user reported that meal announcements on the ilet delivered more insulin than expected, leading the user to experience hypoglycemia and subsequently rely on ¿less than¿ meal announcements causing the ilet to maladapt. The user then performed a factory reset after consulting with support and provided a device error code prior to reset. Symptoms included hypoglycemia reaching a low of 65 mg/dl. Outcomes included user-initiated corrective action with oral glucose and a factory reset, followed by confirmation of default meal dosing being tied to body weight. Investigation included remote troubleshooting, education on appropriate meal announcement use, and completion of a factory reset. Investigation of this case revealed no reproducible malfunction and user adaptation that likely contributed to dosing inconsistency. It was concluded that the device functioned as designed and that user behavior contributed to the reported hypoglycemia, with education provided on correct operation and dosing defaults.